Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found as follows; the stylet was removed from the needle tube. The needle tube had detached from the suction port. There was no abnormality of the bonding condition at the needle fixing part. There were no other abnormalities that led to the reported event. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumed that the needle tube was detached from the needle fixing part. It is assumed that the detachment of the needle tube from the needle fixing part was caused by the following mechanism; (1) the sliding resistance between the needle tube and the sheath was increased since the insertion portion was angulated inside the endoscope. (2) the user pulled the needle slider with excessive force and the needle was subject to an excessive load. As a result, the needle detached from the needle fixing part. The above device handling has warned in the instruction manual as follows. *do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. *do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. *do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasonography, the subject device was used. After the puncture, the user could not retract the needle into the sheath. When the subject device was removed from the endoscope, the user noticed that the needle was detached from the device and was still stuck in the lymph node. The needle was then pulled out of the working channel of the endoscope very carefully. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the needle.